Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient mentioned that they do not think the ins battery is holding a charge very well. Pt stated they just charged the ins a couple days ago and the ins is almost dead. Pt stated they have never been reprogrammed. Patient stated they don't feel like the therapy is working anymore for maybe about a year now. Patient stated they quit using it. Agent asked patient if they have tried increasing or decreasing the intensity and patient stated yes, but that didn't do any help at all. During the call, patient was able to connect to the implant and charge with excellent quality; controller 80% ins 30% recharging excellent. Pt also stated they do not even know what the groups are for. Pt stated they are on a1 at 9.0 and they can barely feel a tingle in their legs. Patient redirected to healthcare provider (hcp). (B)(6) 2025: additional information was received from the patient. They reported that their knees are shot therefore, they don't know if therapy is the issue or the knees. Patient said they can charge it fine, but the next day without using it, 50% of the battery is gone. Stimulator has a, b, c programs, a is working. Nobody can tell patient what the b and c are for and if they are working. Patient has never changed the programming. The doctor office keep's saying to call the manufacturer for device issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that neurosurgery scheduled the replacement of this patient¿s ins without rep knowledge, so they would not have met with the patient beforehand. It was unknown what cause was, and physician let rep know of elective replacement day of surgery.

Event description:
Additional information was received from the patient. The patient reported they recently had the ins explanted and replaced with a newer model ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the replacement notification came straight from the neurosurgery office, elective replacement initiated by physician. Rep turned on the pt's new device at post-op appointment and the pt was happy with their programs.